Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: the customer reported the tubing snapped and leaked, and returned 34 samples. The samples were pull tested for separation issues, and only a few samples verified the complaint. Device history record review for model mx9968 lot number 23049167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause traced to insufficient solvent. The manufacturing facility issued a quality notification to personnel on 5jun2023 to notify personnel to conduct periodic reviews of the solvent dispenser. This will lower the risk of solvent based separations in the tubing sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) separated while in use causing leakage and back flow of blood with the IV. It was reported by the initial reporter that verbatim: per nurse she just started a client's IV and went to draw up her nutrients. When I came back and started IV pushing her nutrients through the port closest to the IV fluids, the tubing completely snapped in half and ivf were flowing everywhere on the ground and the client's IV started back flowing blood immediately. It made a mess and was very inconvenient for the client.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) separated while in use causing leakage and back flow of blood with the IV. It was reported by the initial reporter that verbatim: per nurse she just started a client's IV and went to draw up her nutrients. When I came back and started IV pushing her nutrients through the port closest to the IV fluids, the tubing completely snapped in half and ivf were flowing everywhere on the ground and the client's IV started back flowing blood immediately. It made a mess and was very inconvenient for the client. Medline reference: (B)(6). Item: mx9968. Quantity affected: 1 case. Serial/lot number: (B)(6). Po #: (B)(6).